Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Devices jammed intra-operative; no surgical delay or patient injury. Component in use: ns343r / iq tib alignment system prox fixation.

Manufacturer narrative:
The received devices were visually inspected. It was found that the handle used to fix the instruments together could not be loosened by hand. It was loosened using a vice. Metal debris was found in the inside of the locking mechanism, which is assumed to be wear debris due ot opening and closing the clamping mechanism. Hardness testing was performed on the handle and hardness is within specification. The exact root cause could not be determined, but it is likely related to design. Need for corrective and preventive action are being reviewed.